Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to loss of capture with no asystole. No additional adverse patient effects were reported. The lead remains in service.